Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients with no patient consequences. One patient is (B)(6) year old; gender and weight were not provided. Age, gender and weight of another patient were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. This information was received from various sources. The malfunction involved a patient with no patient consequences. The patient's age, gender and weight were not provided.

Manufacturer narrative:
H10: one malfunction was reassessed and determined to be reportable as a serious injury and will be reported under emdr (B)(4). H10: the lot number for the remaining malfunction was provided and a lot history review was performed. The device not returned and medical records not provided for review, therefore, the investigation is inconclusive for the reported failures since no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.